Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. Section g2 - report source: corrected. Manufacturer's investigation conclusion: the reported event of fluid ingress in the shower bag was not confirmed via evaluation of the returned heartmate gogear shower bag. The shower bag was visually inspected, and no visible damage or fluid ingress was observed. The bag was mounted in the sink and water was poured onto the bag for an extended period. The bag was then opened and visually inspected, and no evidence of fluid ingress was noted. The provided information indicated there was no fluid ingress or damage on any components contained in the bag, and the bag was used properly during bathing. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate gogear shower bag was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 6, entitled ¿patient care and management¿, provides instruction on how to assemble and use the heartmate gogear shower bag to ensure all components within the bag are protected from exposure to water. This section also instructs the user to not submerge the shower bag in water. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when started using a shower bag, water had entered the bag, so it was replaced. There was no fluid ingress/damage of any components contained in the shower bag. The bag was used properly during bathing.